Event description:
A product liability claim was raised out of the use of a durom hip generic. It was reported that the pt received a durom hip generic on the left side on (B)(6) 2008 and is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).